Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the entire pacing system was explanted and replaced due to pocket erosion. It was noted that the patient was treated with antibiotics and the replacement system was implanted on the patient's left side. No further patient complications have been reported as a result of this event.